Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device uploaded properly using carelink. Device had scratched case, scratched keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020. Customer's blood glucose level was 48 mg/dl and admitted to hospital 300 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer treated with glucagon shot. Customer did not use auto mode. The insulin pump will be returned for analysis.